Event description:
It was reported that bd syringe 10ml ll bns barrel cracked. We were notified of a complaint from a customer stating crack in syringe barrel. Please see the below details regarding the reported issue. If it is indicated that a sample is available, please provide shipping instructions within 30 days or the sample will be disposed of. Hello! We were notified of a complaint from a customer stating crack in syringe barrel. Please see the below details regarding the reported issue. If it is indicated that a sample is available, please provide shipping instructions within 30 days or the sample will be disposed of. Medline complaint #: (B)(4). Defect description: crack in syringe barrel. Medline part #: 153239. Product description: syringe 10ml ll bns. Vendor part #: 304657. Lot #: 5007065. Date reported: 4/20/2026. Sample received: yes. Response needed: yes -incident reported to the FDA as MDR-30 day. Reference no. (B)(4). Event2: it was reported that cardiac cath pack dynjt4796 was opened for a case.the bd 10 cc syringe included within the kit was used to draw up heparinized saline, but when connected to the patient for administration, the solution squirted out of a crack on the syringe barrel.the syringe was removed from the sterile field and replaced.no harm was caused to the patient.there were no reports of death, serious injury, medical intervention, or follow up care. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No harm to either patients or the healthcare professionals ¿ the one instance, ¿the solution squirted out of a crack on the syringe barrel¿, subsequently cleaned up. Can you please provide an exact date of events in format dd-mmm-yyyy? Both incidents occurred on 09-apr-2026.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.